Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the monitor displayed a calibration failure error message reading "fail calib p02, c02 sensors". The user also reported that the monitor would constantly alarm. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of this event.